Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was capped due to a fracture. A new lead was implanted. Several years later, the physician decided to extract the lead and removed it. The patient is enrolled in the post approval network (pan) clinical study. No patient complications have been reported as a result of this event.